Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An administrative manager reported that after an intraocular lens was implanted, the patient experienced smudgy vision and unhappy with quality of vision. The lens was exchanged for a different model lens 2 months after initial procedure. Additional information was requested.